Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause of the open resistor was unable to be positively identified but is consistent with damage sustained when a patient is externally defibrillated while wearing the device. There is no indication that the open resistor caused or contributed to the patient death as the device's ECG acquisition and pulse delivery circuitry was fully functional during the event. The device was able to detect the vf rhythm and deliver 7 full energy treatments.

Event description:
While evaluating a monitor last used by a patient who passed away while wearing the device, a reportable problem was found. The monitor was not producing a driven ground signal. There is no indication that the monitor malfunction caused or contributed to the patient death as the monitor was able to detect a treatable arrhythmia and delivered 7 full energy pulses. At the time of passing, the patient went into vf and was treated appropriately 7 times by the lifevest device. The post-shock rhythm of the first treatment remained vf. The second through seventh treatments appropriated converted the patient to an organized rhythm. The post-shock rhythm of treatments 2 and 3 was atrial fibrillation. The post shock rhythm of treatments 4-7 was bradycardia at 35 - 50 bpm with v-bigeminy. Two minutes 40 seconds after the last treatment the patient's rhythm transitioned to severe bradycardia at 15-20 bpm, degrading to asystole. The device appropriately detected and alarmed for asystole 6 times between 11:55:34 pm and 12:05:09 am on (B)(6) 2017. Asystole is considered a non-shockable rhythm. The patient subsequently passed away.